Event description:
The pt performed a blood glucose test on the suspect device and obtained a result of 140 mg/dl. The pt then went to bed. Pt woke up in the hosp. Pt's blood glucose in the hosp was 20 mg/dl. Pt was admitted for the day and treated with an IV. Pt does not know any other info. Pt discarded the test strips used and does not know the lot number of the strips.